Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. After the lesion was pre-dilated with a compliant balloon catheter, a 3.00x32mm promus element¿ plus drug-eluting stent (des) was advanced to treat the lesion. However, the device was unable to cross and it was noted that the stent struts got damaged. After repeated dilation with a non-compliant balloon catheter, another 3.0x32mm promus element¿ plus des was deployed and the procedure was completed. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. After the lesion was pre-dilated with a compliant balloon catheter, a 3.00x32mm promus element¿ plus drug-eluting stent (des) was advanced to treat the lesion. However, the device was unable to cross and it was noted that the stent struts got damaged. After repeated dilation with a non-compliant balloon catheter, another 3.0x32mm promus element¿ plus des was deployed and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that on 4 mid-section rows of the stent, stent struts were lifted and pulled in a distal direction. The undamaged section of the crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no signs of damage were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a kink at 210 mm distal from the distal end of the strain relief. The type of damage noted most likely occurred due to excessive forces that could have been applied on the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).